Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic that the down and arrow key anomaly. Customer stated that the numbers were ramping on their own.no harm a intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and selftest. All buttons function properly; no damage to keypad traces and connector on electrical board was not unlocked during visual inspection. No stuck button alarms or keypad unresponsive/button error alarms noted during testing. (B)(4).